Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 596 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin in an attempt to address the elevated bg. Reportedly, the customer had no permanent damage. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the ICU release date, however, no response was received.